Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up on 30 (B)(6) 2020 with noise over-sensing leading pacing inhibition and loss of capture. The lead was capped and replaced on (B)(6) 2020. Patient had no consequences as a result of the procedure.